Event description:
A report received from the USA stated an 840 ventilator experienced a "gui key stuck" (zb0052) alarm which rendered the graphical user interface (gui) keyboard inoperable. It is unk if there was pt involvement at the time of the event. In the event that additional info is received a supplemental report will be submitted.

Manufacturer narrative:
A covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the gui keyboard. The device passed all extended self test (est), short self test (sst) and calibration tests and is performing according to manufacturer specifications. A service history review has been performed for the above listed serial number by the manufacturer. No similar events were found in the service history record. In the event that additional info is obtained a supplemental report will be issued. (B)(4).